Event description:
It was reported that the patient experienced chest pain and shortness of breath one day post implant due to a micro-dislodgement of the atrial lead. Low pacing impedance was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).